Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. Device switches on automatically.

Event description:
There was no patient involved. Device switches on automatically.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The sam 300p passed ¿out qat from heartsine technologies on the 5th january 2012. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ups mainly of ten-minute duration that may be attributed to a failing membrane. The current drain of the device was within specification, however, the device records multiple manual power ons mainly of ten minutes duration between the 19th november 2017 and the 30th may 2018. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Despite being unable to measure or replicate the reported fault, the multiple manual power ons of a random nature and mainly of ten-minute duration would most likely indicate the device was switching itself on automatically. As this is a previous revision membrane, and the investigation was unable to measure or replicate the reported fault, no further investigation will be carried out. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.